Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2019-01827. The patient presented in clinic due to multiple inappropriate defibrillation therapies caused by ventricular lead noise. The device was interrogated and atrial lead noise was noted as well resulting in automatic mode switch (ams) and crosstalk. The device was reprogrammed and a revision procedure is anticipated but scheduled in another clinic. The patient was in stable condition.

Event description:
The patient presented in clinic due to multiple inappropriate defibrillation therapies caused by ventricular lead noise. The device was interrogated and atrial lead noise was noted as well resulting in automatic mode switch (ams) and crosstalk. The ventricular lead was capped and replaced to resolve the issue the patient was in stable condition.